Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving an unknown bipolar head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in this large female patient, bilateral bipolar hip arthroplasties in situ more than ten years are likely to become painful articulating with the host acetabular cartilage. This was further complicated by previous fracture, and a congenital abnormality and right knee deformities, all of which would increase the likelihood of progressive acetabular osteoarthritis. This conversion to bilateral total hip arthroplasties was not the result of failure of faulty bipolar hip replacements¿ design, manufacturing or materials." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The provided medical records were reviewed by a consulting clinician who indicated that in this large female patient, bilateral bipolar hip arthroplasties in situ more than ten years are likely to become painful articulating with the host acetabular cartilage. This was further complicated by previous fracture, and a congenital abnormality and right knee deformities, all of which would increase the likelihood of progressive acetabular osteoarthritis. This conversion to bilateral total hip arthroplasties was not the result of failure of faulty bipolar hip replacements¿ design, manufacturing or materials. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a left hip revision due to pain. Bipolar hip to total hip. A revision of the left bipolar hip arthroplasty to a total hip arthroplasty was performed. The plan was to increase the left lower extremity length. No operative report for this procedure is available."

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving an unknown bipolar head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in this large female patient, bilateral bipolar hip arthroplasties in situ more than ten years are likely to become painful articulating with the host acetabular cartilage. This was further complicated by previous fracture, and a congenital abnormality and right knee deformities, all of which would increase the likelihood of progressive acetabular osteoarthritis. This conversion to bilateral total hip arthroplasties was not the result of failure of faulty bipolar hip replacements¿ design, manufacturing or materials." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The provided medical records were reviewed by a consulting clinician who indicated that in this large female patient, bilateral bipolar hip arthroplasties in situ more than ten years are likely to become painful articulating with the host acetabular cartilage. This was further complicated by previous fracture, and a congenital abnormality and right knee deformities, all of which would increase the likelihood of progressive acetabular osteoarthritis. This conversion to bilateral total hip arthroplasties was not the result of failure of faulty bipolar hip replacements¿ design, manufacturing or materials. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a left hip revision due to pain. Bipolar hip to total hip. A revision of the left bipolar hip arthroplasty to a total hip arthroplasty was performed. The plan was to increase the left lower extremity length. No operative report for this procedure is available."